Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-05447 / 05449).

Manufacturer narrative:
This follow-up report is being filed to relay further patient information which was unknown at the time of the initial medwatch. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-05447 / 05449).

Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6), 2011. Subsequently, patient's legal counsel further reported patient was revised on (B)(6), 2013 due to patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. Review of invoice history confirmed the modular head, acetabular cup and taper adapter were removed and replaced. Additional information provided from legal counsel with operative notes indicates 's left hip revision was due to pain. Operative notes further indicate cup was in a neutral to possibly a little retroverted position and femoral component was very stable without any signs of loosening. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2011. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2013, due to patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. Review of invoice history confirmed the modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.